Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient born (B)(6) 1960 underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. Patient history includes: borderline paroxysmal atrial fibrillation (paf) and persistent atrial fibrillation (psaf). During ablation, the physician said he heard an audible pop then quickly noticed a pericardial effusion on intracardiac echo (ice). The reporter stated that the patient had a drop in blood pressure. A pericardiocentesis was performed and approximately 5 liters of fluid was removed. Fresh frozen plasma (ffp) was also administered. Initial nibp 67/80; post intervention nibp 95/50. The patient was reported to be in stable condition. The patient required extended hospitalization because of the adverse event: the patient lost a lot of blood due to adverse event. Took the patient to operating room; however, the physician was able to control the bleeding and avoiding surgery. Additional stay in the intensive care unit to monitor the patient was required. Transseptal puncture was performed with a baylis needle. Ablation was performed prior to noting the cardiac tamponade. Physician stated he heard a steam pop at time of event. Irrigated catheter was used in the event and the flow setting was 15ml. The correct catheter settings were selected on the generator, the pump was switching from low to high flow during ablation and there were no observed error messages on biosense webster equipment during the procedure. Force visualization features were used: graph, dashboard, vector and visitag; the visitag module parameters for stability were used: range: 3mm, time: 3 sec, fot: 25% & size: 3mm. Additional filter was not used with the visitag and color options were used prospectively were time. The physician believes the steam pop was the cause of the effusion. The physician also expressed concern regarding product quality.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 5/3/2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a male patient born (B)(6)1960 underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. During ablation, the physician said he heard an audible pop then quickly noticed a pericardial effusion on intracardiac echo (ice). The reporter stated that the patient had a drop in blood pressure. A pericardiocentesis was performed and approximately 5 liters of fluid was removed. Fresh frozen plasma (ffp) was also administered. Initial nibp 67/80; post intervention nibp 95/50. The patient was reported to be in stable condition. The patient required extended hospitalization because of the adverse event: the patient lost a lot of blood due to adverse event. Took the patient to operating room; however, the physician was able to control the bleeding and avoiding surgery. Additional stay in the intensive care unit to monitor the patient was required. The device evaluation was completed on 5/20/2021. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the thermocool smarttouch sf catheter. Per the event, several tests were performed. Shaft proximity interference screening, c3 system, generator, electrical features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process all catheters are manufactured, inspected, and released to approved specifications. The root cause of the adverse event remains unknown. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Furthermore, the root cause of steam pop reported also remains unknown. To minimize this issue, the following guidelines should be followed. Monitor the catheter tip temperature throughout the procedure to ensure adequate irrigation. If temperature increases to 40°c during radio frequency energy delivery, power delivery should be interrupted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 6/9/2021, noted a correction to 3500a follow-up #2 as the lot # retrieved during the device evaluation was not included. Therefore, processed d4. Lot, d4. Expiration date and h4. Device manufacture date.